Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up properly. The keypad cover was peeling from the base while all the buttons responded properly. Removal of the keypad cover did not find any contamination under the button contacts. Battery compartment cracks were found below the grip pad at the case seal and on the side of the compartment running from the threads downward next to the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked at two places. This report is made based on the results of investigation completed on 10/08/2015.